Manufacturer narrative:
According to the available info this inflatable penile prosthesis was revised on 7/22/97 because it was "malfunctioning (inflation impossible)." Additionally a "cylinder tube break at pump," was noted. No implant info was provided. A pump and two cylinders were returned for eval. Examination and testing of the returned components revealed a separation/leakage site in the non-serialized outlet's strain relief. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending. Along the inferior surface of the strain relief two crease marks are noted. Each crease mark is surrounded by a small confined area of abrasion. Additionally the exiting tube bends away from the midline of the device. Based on qa's examination and the info rec'd, qa concluded that while in-vivo the non-serialized outlet's exiting tube was bent, and that the strain relief was partially kinked and abrading against itself. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the strain relief at the noted site. This rent would allow the loss of fluid and render the device inoperable.

Event description:
Per the info provided to us by the physician, via our intl rep, the device was removed due to "malfunction-rupture of cylinder tube at pump connection." As reported to co, the reservoir was left in place, while the rest of the device was removed and replaced.